Manufacturer narrative:
(B)(4). This is a report of a use error, where reuse of supplies from a previous therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse connected a home patient to a homechoice with used supplies. The technical service representative advised the registered nurse to end therapy and use new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.